Event description:
Reportedly, on (B)(6) 2026, prior to pacemaker replacement, telemetry was performed on an unopened alizea dr device (s/n: (B)(6). As the device was found to be in mode switch, it was not used. The replacement procedure was completed with implantation of a different alizea device.